Event description:
It was reported that the insulin pump was accidently dropped. Afterwards, the display on the insulin pump went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display and the interface board.